Manufacturer narrative:
The device received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. The device received with partial display due to cracked and bleeding lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank display and was damaged. The customer¿s blood glucose level was 6.0 mmol/l. The customer states that the screen went blank and an alarm went off. This weekend the screen went blank and it will not turn on. The customer states the display returned after pump restart however, unable to perform any of the pump functions due to the pump continuous beeping after the customer had made several attempted to clear the alarm the customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis